Event description:
On (B)(6) 2012, (B)(6), a manager at a home care providing company contacted salter labs regarding a pt who tripped over a kinked tubing, breaking a toe and two ribs. The home care provider alleged that the product was holding more of a curled shape than previous products. The "former" tubing (straighter tubing) and the "new" tubing was returned. The "new" tubing was confirmed to hold more of a coiled shape than the "former" tubing. The product was returned with some notes from the home care provider which said that the pt was given different product than what she normally received because the "usual was not in stock." Salter noticed that the "former" tubing was a standard 40 foot tubing, but the "new" product was a high flow cannula. Swivel connectors are commonly used on mobile pts to prevent any "curling." Salter asked the home care provider whether the pt was using a swivel connector in both the "former" and the "new" tubing. The home care provider said swivels were used in both cases; however, it is salter's opinion that a swivel connector cannot be used with the high flow cannula configuration. Additionally, the product was cross sectioned and determined that the wall thickness of both the "former" and "new" cannulas to be within specification. Due to the fact that the lot number was not maintained for the product in question, no further analysis could be pursued. This is an initial and final report.